Manufacturer narrative:
Reported event: item has crack and misaligned pin device evaluation and results: visual inspection visual inspection confirms alleged failure of 206267 locking pin protruding further than 0.5mm and visible cracks. See attached figures. Dimensional inspection dimensional inspection was not completed. Visual inspection clearly shows the failure of the device. Functional inspection functional inspection was not completed; visual inspection clearly shows the failure of the device. Device history review: review of device history records indicate (B)(4) devices were accepted into final stock on 12/21/2015 with no reported discrepancies. Complaint history review: a review of complaints related to p/n 206270, l/n 45021215 shows 2 complaint related to the failure in this investigation. These complaints are pr 1265945 and 1364855 conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During a total hip arthroplasty procedure, the surgeon noticed a crack and misaligned pin in the shell impaction platform.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a total hip arthroplasty procedure, the surgeon noticed a crack and misaligned pin in the shell impaction platform.